Manufacturer narrative:
The device was returned and investigated at nevro. Visual examination of the device found lead external body was peeled and a piece of the body was hanging off the lead. The root cause could not be determined but the damage is consistent with damage from a sharp object, such as an insertion needle. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that during the implant procedure, part of the lead was "shaved" by the last electrode. There were no reports of detached components from the lead. The lead was returned to nevro and an investigation was performed. No injuries were sustained by the patient and the procedure was completed without further incidents and the patient is currently using the device to find effective pain relief.